Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that three days post implant the patient complained of diaphragm stimulation. The cause was found to be caused by the rv lead which had an increased threshold and decreased sensing. It was determined that it was a micro perforation of the rv lead. No effusion was noted on echo. The lead was repositioned, and patient was stable